Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause identified as a mixing pump failure. It was confirmed when filling water into the device, it did not flow into the chiller tank. Mixing pump was replaced. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions are needed. Corrections: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the right drain valve was broken in an arctic sun device. Per review of wo on 18sep2025, there was no patient involvement. Per sample evaluation results received via task on 20oct2025, it was reported that the occasionally, the display momentarily goes blank and then recovers, even though the device remains powered on. When filling water into the device, it did not flow into the chiller tank.

Event description:
It was reported that the right drain valve was broken in an arctic sun device. Per review of wo on 18sep2025, there was no patient involvement. Per sample evaluation results received via task on 20oct2025, it was reported that occasionally, the display momentarily goes blank and then recovers, even though the device remains powered on. When filling water into the device, it did not flow into the chiller tank.

Manufacturer narrative:
Initial reporter phone: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.